Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurement on the right ventricular (rv) lead. The patient was brought into the office for evaluation and isometrics were performed. The shock impedance measurement did increase and a small amount of noise was noted on the shock electrogram (egm) with isometrics. Boston scientific technical services (ts) was consulted and suggested performing induction testing. The field representative discussed the options with the physician. However the physician opted to not perform induction testing and will monitor the situation. No adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.